Event description:
No additional information received. Material # 305195; batch # 4060183. It was reported by customer that needle was in a sealed package, no lid and appears to have rust particulates on it. Verbatim: I wanted to pass along a needle we found in our IV room last night. This needle was in a sealed package, no lid and appears to have rust particulates on it.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported the needle was in a sealed package, had no shield and appears to have rust particulates on it. As a physical sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, three photos were provided for evaluation by our quality team. Two photos show packaging shelf boxes. The third photo shows a needle assembled to a syringe with the plastic shield removed and an opened packaging blister. The needle has a dark colored particle adhered to it that appears to be a particulate of dust. No other defects or imperfections were observed. A device history record review was completed for provided material number 305195, lot 4060183. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
Material # 305195 . Batch # 4060183. It was reported by customer that needle was in a sealed package, no lid and appears to have rust particulates on it. Verbatim: I wanted to pass along a needle we found in our IV room last night. This needle was in a sealed package, no lid and appears to have rust particulates on it.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.